Event description:
The size of the defect was 20cm. The technique of mesh placement on the initial hernia repair was laparoscopically intraperitoneally. The location of the mesh inside the patient body was ventral. The technique of mesh placement on the redo hernia repair was open intraperitoneally.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
Procedure: incisional hernia repair. According to the reporter, the recurrence was due to the mesh splitting in the middle. This was repaired by sewing the split parietex composite back together and then placing some prolene on top.